Manufacturer narrative:
The field service engineer observed kinked tubing on top of the sample and reagent syringes. The tubing was re-flanged. A securing screw for the sample syringe was also found to be misadjusted. The screw was adjusted. A vacuum container plug was found to be partially clogged. The vacuum container plug and the nozzle to the vacuum detector were cleaned. Rinse tubing was found to be kinked and damaged. Rinse tubing was rubbing against the instrument cover. All rinse tubing was replaced. A vacuum line was found to be contaminated and it was cleaned. The ise probe rinse station was overflowing. The ise probe rinse volume was adjusted. A reagent probe was adjusted. There were loose screws holding down the vacuum diaphragm plate and these were tightened. Contamination was observed on an elbow near the vacuum tank and vacuum valve. The elbow was cleaned. Photometer readings were checked and a cell blank measurement was performed. A tubing clip was found in a reaction cell and was removed. The ise electrodes were repositioned. The customer calibrated all assays and the calibrations passed. The customer ran controls and all assays except for one recovered within the customer's expected ranges. Precision studies were performed and were within specifications. The customer used 13 mm. Diameter tubes and rack adapters required for 13 mm. Diameter tubes were not used. Sample centrifugation speed was too fast and the centrifugation time was too short. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The reporter noted they continue to get ise noise errors when running patient samples on the analyzer, but have not had any issues with patient sample results. They have also received calibration errors when calibrating ise tests.

Event description:
The initial reporter stated they had preventive maintenance performed on the cobas 6000 c (501) module on 30-sep-2020. After this, the customer ran multiple controls, and these were outside of range. The reporter stated they re-calibrated, and some tests had to be re-calibrated multiple times before controls recovered within range. They also received ise noise alarms on the system. The reporter thought everything was ok on the system until (B)(6) 2020. On (B)(6) 2020, they had discrepant results for three patient samples tested with ca2 calcium gen.2 on the c 501 analyzer. No incorrect results were reported outside of the laboratory. The samples were repeated on a second c 501 analyzer, and these results were believed to be correct. The first sample initially resulted with a calcium value of 6.9 mg/dl, which repeated as 8.4 mg/dl. The second sample initially resulted with a calcium value of 6.8 mg/dl, which repeated as 8.3 mg/dl. The third sample initially resulted with a calcium value of 7.1 mg/dl, which repeated as 8.8 mg/dl.